Event description:
Pt was receiving intense pulse light treatment to neck and chest. The rn placed the correct filter in the machine. Half way through the treated areas the rn noticed a burn was developing. The filter had become dislodged and fallen out of the machine. The filter was noted lying in the cradle where the handpiece rests when not in use. The patient sustained large area of superficial burn with blister formation. She required many follow up appointments for burn treatment and emotional support. She has since healed with no lasting scarring or damage. We have used this maching hundreds of times without problems. One other time the fliter fell out of the machine into the rn's lap. That patient was not injured. Med surgical technologies informed our office that the filter can not "just fall out."